Event description:
I had mentor saline implants since 1999. I started having problems a couple years ago. Many of the bii symptoms. Not once did my dr inform me at the time they needed to be replaced every ten years. He actually told me they could last a lifetime as long as I didn't rupture one. I had them removed in (B)(6) of 2019 and my health has improved dramatically. FDA safety report ID# (B)(4).